Manufacturer narrative:
The customer reported that texium was leaking and returned one sample of material 24301-0007t, lot 24085241. Upon initial visual examination, the set had no defects or abnormalities. The set was tested at 30 psi for 10 minutes to check for leaks in the texium bond and connection, but no leak was replicated. The sample was forwarded to our utah facility for more testing, as they are the manufacturing site of texium product. Device history record review for model 24301-0007t lot number 24085241 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 24301-0007t, batch#: 24085241. It was reported by the customer that we had another leak today with the filter tubing and daratumumab. It was leaking from the same port that the oxali we handed to you yesterday was leaking from and I am confirming that port was not touched by pharmacy nor nursing. We don't have the answers we need to supply to these patients why there is drug dripping on their clothes when they are supposed to be getting infused. We don't know how much was lost and how much the patient received. There are way too many questions as to why this is happening if nothing is changing in our process. We had another leak today with the filter tubing and daratumumab. It was leaking from the same port that the oxali we handed to you yesterday was leaking from and I am confirming that port was not touched by pharmacy nor nursing. We don't have the answers we need to supply to these patients why there is drug dripping on their clothes when they are supposed to be getting infused. We don't know how much was lost and how much the patient received. There are way too many questions as to why this is happening if nothing is changing in our process. All items are secured and the lot number is below. 24301-0007t, lot (10) 24085241.